Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, on (B)(6) 2013, patient underwent following procedure: secondary instrumented posterolateral arthrodesis l4-s1 with right posterior iliac bone harvest and intra-transverse fusion utilizing autograft and bmp. Pre-op and post-op diagnosis: pseudoarthrosis, l4-5 and l5-s1, status post prior l4-5 and l5-s1 decompression, stabilization and fusion. As per op-notes: ".. The reserve bone was then laid down in the intra-transverse space from l4-s1. This was covered with bmp sponge.. No complications were reported.." On an unknown date post-op, patient alleged unspecified injuries due to use of rhbmp-2/acs.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.